Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that when the pt recharges ins, the recharger telemetry module (rtm) cord near the plug "burns" pt, caller confirmed there is no injury/mark but just the feeling made pt jump. A replacement rtm was sent out.

Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) was returned for analysis and found the recharger antenna was frayed. The cable insulation is peeling away at the donut end and wires are exposed. Also, there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.